Manufacturer narrative:
Complaint conclusion: during the retrieval of an optease filter, it was reported that the filter was seen upside down. The filter was removed from the jugular approach and another one was placed without incidence. There was no patient injury reported. The optease filter was placed a week earlier for the indication of pulmonary embolism (pe) which was diagnosed via ultrasound and moderate deep vein thrombosis (dvt). Thrombus was not present at delivery site. There was no difficulty or resistance/friction while advancing the deployment sheath or the filter to the deployment target. The obturator did remain fixed while the deployment sheath was pulled back over the obturator. Under fluoroscopy, it was verified that the filter was not in a side vessel. Prior to deployment, it was not verified that the hook was caudal. There was complete wall apposition on all sides post deployment. The filter was deployed without tilt and infrarenal. There was no large or excessive thrombus load. The anticoagulation therapy is not available. Pre/post imaging was completed. The ivc was noted as being of ¿normal size¿, however, the size measured/estimated is not available. The vessel characteristics of the ivc were also noted as being ¿normal¿. No acute bends or tortuosity was reported. Procedural films are not available. A picture of an un-used optease package for the same lot showing the product label and cartridge was sent for review. There is no product issue that can be noted from the actual picture. The product was not returned for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The IFU lists incorrect filter positioning and incorrect orientation of the filter as possible placement procedure complications. The IFU instructs that according to the selected venous access site, determine which end of the storage tube (containing the filter) is to be placed into the valve of the sheath introducer. This is indicated by the printed colored arrows and text (femoral: green; jugular/antecubital: blue) on the storage tube. The arrow of the desired access site will point into the sheath introducer hemostasis valve. Place the appropriate end of the storage tube (containing the optease® filter), as far as possible into the sheath introducer hemostasis valve. The IFU also instructs the following: ¿prior to releasing the optease retrievable filter from the sheath introducer ensure that: a. The intended filter location in the inferior vena cava is correct. Should the filter location be incorrect, reposition the sheath introducer; and b. The filter retrieval hook is orientated towards the caudal end of the vena cava. Should the filter orientation be incorrect, remove the sheath introducer (with filter inside) from the patient and discard the system. Recommence the procedure using a new sterile sheath introducer and storage tube with filter¿. The filter must be deployed in the patient with the hook oriented in the caudal position. In this orientation the fixation barbs are designed to prevent the filter from migrating towards the heart and it allows retrieval of the filter via the femoral vein. Retrieval of the optease filter is possible only from femoral vein approach. Without the storage tube available for analysis, it is not possible to determine if the reported failure could be related to the manufacturing process. However, incorrect filter deployment orientation has been previously investigated and corrective and preventive actions have been implemented. No other actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Event description:
During the retrieval of an optease filter, it was reported that the filter was seen upside down. The filter was retrieved using the jugular vein. No injury to the patient was reported, the filter was just placed upside down. The optease filter was placed a week earlier for the indication of pulmonary embolism (pe) which was diagnosed via ultrasound and moderate deep vein thrombosis (dvt). Thrombus was not present at delivery site. There was no difficulty or resistance/friction while advancing the deployment sheath or the filter to the deployment target. The obturator did remain fixed while the deployment sheath was pulled back over the obturator. Under fluoroscopy, it was verified that the filter was not in a side vessel. Prior to deployment, it was not verified that the hook was caudal. There was complete wall apposition on all sides post deployment. The filter was deployed without tilt. The original filter placement was infrarenal. There was no large or excessive thrombus load. The anticoagulation therapy is not available. Pre/post imaging was completed. The ivc was noted as being of ¿normal size¿, however, the size measured/estimated is not available. The vessel characteristics of the ivc were also noted as being ¿normal¿. No acute bends or tortuosity was reported. Procedural films are not available. Picture of the product has been attached.